Event description:
On 8/14/24 an ilet user's wife reported the user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 8/6/24. The user experienced a high bg level of over 600 mg/dl after disconnecting from the ilet device. The user reconnected the device, and their spouse administered insulin and entered a meal to help lower the levels. The user's blood glucose began to decrease, but they woke up the next morning with a low of 70 mg/dl. Concerned that the user may have had a stroke, the spouse called emergency services, who confirmed there was no stroke and advised home treatment. The user reported dizziness during the event. The spouse provided insulin, glucose tablets, and orange juice to manage the high and low blood glucose levels. No professional medical intervention was performed by emergency services. This is the second of two low bg events reported for this user. This medwatch report details the low bg event on 8/6/24. A medwatch report detailing the first low bg event on 8/13/24 is submitted on MFR report #: 3019004087-2024-00410.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia followed a period of prolonged (~ 14 hours) hyperglycemia, where multiple meal announcements were delivered. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failure to address the prolonged hyperglycemia prior, resulting in increased insulin dosing and an increased risk of hypoglycemia. In addition, delivery of multiple meal announcements during the period of hypoglycemia was likely in an attempt to correct the hyperglycemia, ultimately stacking insulin and further increasing the risk of hypoglycemia.